Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a charge time of 27.9 triggering elective replacement indicator (eri). The device has been implanted 33 months. The device did not administer any shocks, and paced in the atrium only. The device displayed a voltage of 2.66v (middle of life).